Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of the event is estimated. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient's ipg site suture came open and ipg was visible. Physician decided to explant the system on (B)(6) 2020 to prevent infection.